Event description:
The hcp reported that while placing a bravo ph monitor, the capsule attached to the patient's esophagus, but would not deploy from the delivery system. The capsule remained attached to the esophagus and the nurse had to break the handle of the delivery system to free it from the capsule. No serious injury to the patient was reported.

Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.